Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid and battery to resolve the reported issue. After completing repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated to the reported event.